Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, white calcification on the shell, and brown particles on the shell. Leak test and microscopic analysis were performed which identified the unit did not leak. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side "patient's concern with the product". Additionally, healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.